Event description:
A customer reported that when they used excel off brand reagent they received vastly different results on consecutive tests. An example was a 47 followed immediately by a 329 mg/dl result. The difference between these results can be clinically significant. While on the phone review the system was conducted. Electronic checks for satisfactory. It was explained to the customer that bayer does not provide or support the use of an offbrand reagent.